Manufacturer narrative:
The e402 analyzer serial number was (B)(6). The customer performed repeat testing for initially positive samples as directed in product labeling: "all initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The elecsys hbsagii assay performed within specification. The investigation did not identify a product problem.

Event description:
The initial reporter complained of a discrepant positive result for 1 patient sample tested for elecsys hbsag ii (hbsag ii) on a cobas e 402 analytical unit. The initial result was 1.14 coi (positive). After re-calibration and re-centrifugation, the sample was repeated twice, with results of 0.302 coi (negative) and 0.493 coi (negative). The sample was also repeated on a different e402 analyzer, and the results were "negative." The specific results were not provided.